Manufacturer narrative:
The reported events of failure to capture, failure to sense and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. Electrical testing found internal shorting between conductors. Visual inspect found damage to the inner insulation at the location of the suture sleeve tie down location. The cause of the reported event was isolated to the inner insulation damage due to suture sleeve tie down forces.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021 right atrial lead exhibited failure to capture, failure to sense, and low pacing impedance. The lead was removed and replaced during the same procedure. The patient had no adverse consequences.